Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon eval, the trunk cable connector was broken and several wires were cut (yellow and black). The cause for the damaged wires and connector cannot be positively identified but was likely the result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) old male pt contacted zoll customer support to report constant "check therapy electrode pad" messages. The pt was issued a replacement electrode belt."